Event description:
During preventative maintenance (pm), the autopulse platform (sn 41436) failed functional testing and displayed fault code 21 (drive shaft turns in wrong direction) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (sn 41436) failed functional testing and displayed fault code 21 (drive shaft turns in wrong direction) upon powering up. The root cause of fault code 21 was the malfunctioning drivetrain motor, likely due to the age of the device. The autopulse platform was manufactured in november 2015 and is over 8 years old, well beyond its expected service life of 5 years. The drivetrain motor assembly needs to be replaced to remedy the fault. Visual inspection of the autopulse platform showed no physical damage. A review of the archive data showed multiple fault code 08 (motor controller malfunction) and a user advisory (ua) 17 (max motor on-time exceeded during active operation). The root cause of the intermittent occurrences of fault code 08 was determined to be the malfunctioning drivetrain motor. Upon further inspection, the drivetrain motor brake gap was found to be too narrow (out of the specification), triggering the ua17 advisory. Replacement of the drivetrain motor assembly will address fault 08 and ua17, which were noted in the archive data. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number 41436.